Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) with blood glucose of 478 and 500 mg/dl, respectively. The customer also states the insulin pump was under delivering insulin and the blood glucose was high as 419 mg/dl. Customer¿s current blood glucose value is 73 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer states the drive support cap appears normal. The customer treated his high's with a lantus. The customer also states had low blood glucose of 30 mg/dl, treated with an apple juice. The customer states had no deliveries in the past & low battery. The customer states had air bubble in tubing & reservoir, approximate size of air bubbles is 3/4. The customer changed reservoir and tubing. Based on customer report customer does not allege pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.